Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging the one touch ultra was giving inaccurate high readings. On may 27, 2008, this medical affairs specialist contacted the pt to clarify info obtained from the initial call. Approximately 3 to 4 weeks prior to contacting lifescan, the pt reported blood glucose results of "354 mg/dl" with a lifescan meter and "301 mg/dl" on another meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=30% and/or <= 30 mg/dl. The comparison was done a doctor's office. On another day after the reported issue began, although during the initial documentation states that the pt took 20 units of lispro, the pt does not think he took 20 units of lispro based on a reading that was over "300 something mg/dl" obtained on the lfs meter. The pt claims he does not remember the dose of his insulin taken that day. The pt reportedly self-adjusts his insulin based on his meter readings. The pt thinks that he ate as usual on the day of concern but was unsure. Reportedly, 4 hours later, the pt claimed he felt shaky "as a result of taking insulin." The pt took food/drink and allegedly felt better. The pt could not provide much info, as he did not have his sliding scale insulin regimen with him. In addition, the pt could not provide the reported meter readings he obtained prior to feeling shaky. The pt mentioned that his diabetes medication regimen and testing frequency has changed since the alleged hypoglycemic episode. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the pt claimed he had symptoms that can be suggestive of severe hypoglycemia after he allegedly took insulin based on a lfs meter reading after the reported issue. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.